Event description:
It was reported by service report that the footboard was stuck in bed exit set-up, and no electronic functions were working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning footboard main module hindered all electronic functions.